Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was chosen for implant using a non-abbott delivery system. During procedure, the device was deployed and a cobra deformation was observed. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was recaptured and removed prior to release. There was no replacement device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information na.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was chosen for implant using a 10f non-abbott delivery system. During procedure, the device was deployed and a cobra deformation was observed. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was recaptured and removed prior to release. There was no replacement device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
An event of device deploying deformed could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Deformed bent wires were noted on the distal disc, consistent with damage during use. Information from the field indicated that a non-abbott 10f sheath was used during the procedure, and the amplatzer septal occluder instructions for use, artmt600034451 revision c, has a recommended sheath size of 9f. The internal diameter of the non-abbott sheath is unknown, therefore it cannot be conclusively determined if the larger sheath size contributed to the reported event. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.